Manufacturer narrative:
(B)(4). Date sent: 3/4/2025.

Manufacturer narrative:
(B)(4) date sent: 1/9/2025 d4: batch # unk. Additional information was requested and the following was obtained: "what is surgeons experience with device? Were the clips visualized during the initial surgical procedure? How was the leak identified? Was a leak test performed? If so, what type and what was the result? How many days postoperative did the leak occur? Does the surgeon load each of the clips off of the vessel into the device jaws before applying the device jaws to the vessel and firing? The surgeon reported difficulty with deploying the clips and getting the clips to stay. The clips were visualized during the initial procedure. The leak was confirmed (B)(6) from a hida scan. The initial procedure was (B)(6) with admission for post op fluid collection and sepsis (B)(6). The surgeon loads the clips prior to firing." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a laparoscopic cholecystectomy procedure that the patient had a post op bile leak causing an abscess. During re-op it was found that the clip had come off the bile duct. Drains were placed and patient was transferred to a different facility where the patient underwent a revision surgery and wash out of the abscess. Patient has been discharged home.